Manufacturer narrative:
The complainant indicated that the device is contaminated and therefore, will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a needleknife rx sphincterotome was used during a endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, during the procedure, the physician could not gain access to the bile duct using a sphincterotome, due to an edematous papilla. The physician switched over to a needleknife rx sphincterotome to perform the sphincterotomy. During the sphincterotomy the needle broke and was stuck in the papilla. The physician attempted to remove the needle by manipulation/suction of the scope. It is unknown if the needle was sucked up into the scope or went through the intestine. The physician is not concerned with it passing via normal peristalsis. The procedure was completed with another needleknife sphincterotome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.